Manufacturer narrative:
H3: product analysis confirmed reported issue of wobbling. The distal bearings were found broken and the laser markings got faded. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 1845000, serial/lot #: (B)(6). H3: device analysis of product ID: 1845000, serial/lot #: (B)(6) did not identify any fault. H6: codes of imdrf annex c: c19, annex d: d14 and annex g: g04063 are applicable for product ID: 1845000, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the straight handpiece had a worn bearing, causing the burr to wobble during use. There was no patient impact.